Event description:
Initial report: this non-serious spontaneous case report from another country was reported by a physician, via a company representative and forwarded by our local affiliate. Initial and follow-up information received on 08-jan, 12-jan, and 13-jan-09, respectively was processed together. This case involved an adult female patient who received three treatments of poly-l-lactic acid (sculptra) on unspecified dates, into the intra-orbital area. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed lumps in the margins below the eyes. Initially the lumps were very hard, whereas now, there is associated swelling around the lumps and in the corner of her eyes. The reporter stated that these lumps and the swelling are "bad enough" to have to wear sunglasses. Corrective treatment, a ptc (pharmaceutical technical compliant) was initiated. It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed at this site. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. The reporter did not provide a causality assessment. Addendum for follow-up information received on 11-feb-09: the physician reported via a company representative, that the physician complained of complications regarding massage of the lumps and hyperpigmentation. At the time of this report, the events remain ongoing. Reporter's causality assessment: not provided. Addendum for follow-up information received on 26-feb-09, from the medical practioner: this case has been upgraded to serious, due to the follow-up information received. Relevant medical history was not reported. There are no concomitant medications. In 2008, the patient received poly-l-lactic acid (sculptra) reconstituted in 5ml batch number a7022 expiry date 10/2009, with 0.5ml injected in each temporal and 1 ml in each zygome in the sub zygomatic temporal region. One month later, the patient received poly-l-lactic acid reconstituted in 5ml with 1ml in each zygome, in the sub zygomatic and buccal fat pads. The patient has not experienced any similar events with poly-l-lactic acid or other products. The following month, the patient experienced discrete infra-cristal lumps in the end temporal region and a month later, she experienced hyper-pigmentation in bilateral infra-orbital regions. As of 2009, the patient outcome was not recovered/ongoing. The hyper-pigmentation and 4 x infra-cristal messes required steroidal injections on 3 occasions. The patient also received intense pulse light (ipl) laser treatment to the hyper-pigmentation. The patient had a poor response to the corrective treatment. No histology or other laboratory tests were performed. The reporter considered the reactions to be serious, as they resulted in serious injury/deterioration in health and semi-permanent facial deformity. If the event were to occur again, it was unknown whether it might lead to death or serious injury/deterioration in health. The reporter also stated she considered the events to be highly probable, due to therapy with poly-l-lactic acid. No further details expected.

Manufacturer narrative:
This case became serious in 2009. Initial report: case from another country was reported by md, via company rep & forwarded by our local affiliate. It involves a female pt who received three tx of poly-l-lactic acid (sculptra) on unspecified dates, into the intra-orbital area. On an unknown date, pt developed lumps in the margins below the eyes. There is associated swelling around the lumps & in the corner of eyes. These lumps & the swelling are "bad enough" to have to wear sunglasses. No faults detectable. Addendum for fu info 11feb09: the md reported, via a comp rep, that the md complained of complications regarding message of the lumps & hyperpigmentation. The events remain ongoing. Reporter's causality assessment: not provided. Addendum for fu info 26feb09, from the medical practioner: this case has been upgraded to serious, due to the fu information received. In 2008, the pt received sculptra reconstituted in 5ml batch number a7022 expiry date 10/2009, with 0.5ml injected in each temporal 1ml in each zygome in the sub zygomatic temporal region. Six weeks later, the pt received sculptra reconstituted in 5ml with 1ml in each zygome, in the sub zygomatic & buccal pads. The pt has not experienced any similar events with sculptra. As of 24feb09, the pt outcome was not recovered/ongoing. The hyperpigmentation & 4 x infra-cristal masses required steroidal injections on 3 occasions. The pt also received laser tx to the hyper-pigmentation. The pt had a poor response to the corrective tx. The reporter considered the reactions to be serious, as they resulted in serious injury/deterioration in health & semi-permanent facial deformity. If the event were to occur again, it was unknown whether it might lead to death or serious injury/deterioration in health. The reporter also stated she considered the events to be highly probable due to therapy with sculptra. No further details expected.